Manufacturer narrative:
Continuation of d10: product ID 97745ac: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant. Patient was recharging their implant and said that after about 3 minutes of charging, the controller would say an error to contact manufacturer. Patient stated that the controller displayed something like m3, and maybe an r but that was the only thing they could remember. Patient reset the controller 8 times last night and noted they charged their implant to 80% but gave up. Patient stated that their pain was 20 out of 10 if their implant wasn't charged. During the call, patient started an implant charge session to see if they could recreate the error. Patient was recharging excellent and noted their controller started at 100% and went to 90% and their implant started at 50% and was able to increment in charge to 60% on the call. Patient mentioned the controller screen kept going dim and shutting off but agent verified it was going to sleep due to inactivity. Agent spent quite a long time on the phone with patient and the error message never reappeared during that time. Reviewed with the patient that their extern al equipment appeared to be working as intended and instructed to write down the message if it appeared again and to call back for further troubleshooting. Patient (pt) called back on (B)(6) 2024 and stated "it's acting crazy". Pt described the implant not charging or coming on (understood this as controller screen not coming on). Pt would charge implant for 5-10 minutes then screen would go blank. Pt also saw rm03 and "error, contact manufacturer"; they then would have to reset the controller. Pt stated yesterday they could only get the implant to charge to 60% after an hour and a couple times last night the charge would say "finished". Had pt start implant charge and saw controller at 80% and implant 60% recharging excellent. Recommended pt can turn stim off while recharging the implant. Pt stated they cannot do that, they need therapy on or they will be in pain. After explaining rm03 message and replacement recharger process with the pt, pt stated they think they controller or battery pack needs to be replaced because the controller "cuts off" and won't charge to 100%. Agent had pt plug controller into ac power supply and confirmed there was no green light on ac power supply box when plugged into the outlet and controller was not charging. Reviewed if replacement recharger does not resolve implant charging issue, they should follow up with hcp. Agent sent email to repair to replace ac power supply and recharger. Agent will call pt tomorrow to further troubleshoot. On (B)(6) 2024, pt stated they received replacement ac power supply and recharger. Controller is at 60% and implant is 100%.